Event description:
The customer reported that the system displayed a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos, systems interface, and the generator interface board were replaced. The system was tested and found to be working as intended and put back into service.